Event description:
The customer reported intermittently the system failed to display an image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported issue could not be duplicated. The system was found to be working and put back into service.